Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system suddenly powered off right before surgery was to begin. There was no patient involvement.

Manufacturer narrative:
Additional information is provided in d.10., e.1., h.3., h.6. And h.10. The company service representative examined the system and was able to replicate the reported event. The company service representative cleaned the inside of the host module. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear and/or reliability issues within the system. The manufacturer internal reference number is: (B)(4).